Event description:
During the procedure and while the surgeon was operating the ligasure, he clamped sown on one of the vessels that were to be sealed, activated the hand piece, launced the blade and when he released te handpiece it would not release from target tissue. Surgeon pulled on the instrument and or tried to open the instrument by trying to release the locking mechanism, tissu tore during the process. Excessive bleeding occurred or time extended (rep did not know how long). Procedure was converted to open to control bleeding. Procedure: lavh